Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. The patient was seen in clinic and it was found out that the device had reached elective replacement indicator (eri) on (B)(6) 2017. It was also noted that the device had reached end of life (eol) as well. The most recent battery voltage measurement was 2.35 volts and the device had accelerated battery depletion. No therapies were delivered and the right ventricular capture thresholds were stable and in normal range. The device was explanted and replaced on (B)(6) 2017. Patient condition was good post procedure.